Event description:
A low readings issue was reported with the adc device. The customer received multiple sensor scan results that were lower than he felt and experienced ¿feeling bad¿. Customer was unable to self-treat and visited the emergency room (ER) where a reading of 600 mg/dl was obtained on the hcp meter and was treated with insulin (type/dose unknown) for a diagnosis of hyperglycemia. No further treatment or medication was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.